Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented in clinic for check after programming changes for cross-talk issue, non-sustained lead noise episodes were observed. Noise was not reproducible through isometrics or pocket manipulations and it was not related to cross-talk. Lead was capped and replaced successfully. No further information was available.